Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the lad proximal to the target lesion. The pk papyrus covered stent was successfully deployed and sealed the perforation. The next day it was attempted to perform a tlr due to a total occlusion but unsuccessful. 8 days later the patient passed away. The death is not related to the pk papyrus.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The catheter laboratory report or images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. The treating physician rated the outcome as not device related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.